Event description:
The reporter stated some mtc-60c fp cartridges were sticking while loading silicone single piece lenses and the lenses felt tight in the cartridges. There was no pt contact or injury.

Manufacturer narrative:
(B) (4) - cartridges sticking. Lenses felt tight in cartridge. Cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaints were found within the lot search. Conclusions - based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B) (4).